Event description:
It was reported in a literature publication that a retrospective cohort study was conducted of medicare claims. Patients with a primary diagnosis of lumbar stenosis (98.2% of cases) or "spondylogenic compression of lumbar spinal cord" (1.8% of cases) who underwent fusion surgery were identified for this study. Patients were identified as having had bmp used in the fusion procedure (1703 pts) or as having had the fusion performed without bmp (15119 pts). Twenty-one patients in the bmp group required reoperation within 6 months of the fusion procedure.

Manufacturer narrative:
Literature article citation: deyo et al. Use of bone morphogenetic proteins with spinal fusion surgery for older adults with lumbar stenosis. Spine. 2012: 37; 3: 222-230. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.